Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call her husband experienced high blood glucose level. Customer¿s blood glucose level was 487 mg/dl, 469 mg/dl and feeling okay to troubleshoot. Customer¿s other relevant blood glucose level was 469 mg/dl then came down to 429 mg/dl and went back to 460 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and not using auto mode feature on insulin pump. Customer declined to trouble shoot high blood glucose. The insulin pump will not be returned for analysis.